Manufacturer narrative:
A ge service representative performed an investigation. System check completed. Reseated the interconnect cable to limo connector. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system will not boot up. There was no report of patient injury.